Event description:
It was reported that in the middle of the case, the cut and coag would not function. No injury to pt reported.

Manufacturer narrative:
Verification test was not completed because at the time of this report, the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.